Manufacturer narrative:
Correction: returned date was erroneously reported in initial MDR. The device was not returned to manufacturer.

Event description:
It was reported that right atrial lead and right ventricular leads exhibited high impedance. On (B)(6) 2018, both leads were explanted. No further information was available.